Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer also had no delivery issues and is currently in the intensive care unit. Customer was hospitalized on (B)(6) 2015 due to high blood glucose levels and for being acidic. Customer's blood glucose level was 267 mg/dl. Customer's mother stated that they do no use the sensor feature on the pump. Customer's mother stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer's mother was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer's mother declined troubleshooting for no delivery alarm. No further details given.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.